Manufacturer narrative:
The customer's calibration and qc data were ok. Based on the available information, a general reagent issue can be excluded. The investigation discovered sample aspiration alarms on the customer's alarm trace. After service, no further customer complaints were reported. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer discovered a reagent probe was out of alignment. He performed probe alignments and system checks. He verified the system was operational. The customer confirmed a reagent probe alarm occurred. The field service engineer replaced a part within the reagent probe mechanism. He performed additional system checks, calibration, and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for two patients tested on a cobas 8000 c 702 module. The initial results were reported outside the laboratory. The customer performed repeat testing with the same samples on a different analyzer for confirmation. Patient 1¿s initial magnesium result was 4.0 mg/dl, and the patient¿s repeat result was 2.2 mg/dl. Patient 2¿s initial magnesium result was 3.3 mg/dl, and the patient¿s repeat result was 2.0 mg/dl. The customer determined the repeat results were correct. The magnesium reagent lot number was 472825 with an expiration date of 31-jan-2022.